Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing of a laparoscopic distal pancreatectomy, the surgeon clamped the tissue and started the firing, however the first squeezing was stiff and a cracking sound was heard at the second squeezing. Oozing bleeding occurred as a result of the issue. The surgeon stopped using the device and completed the case by manual suturing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing of a laparoscopic distal pancreatectomy, the surgeon clamped the tissue and started the firing, however the first squeezing was stiff and a cracking sound was heard at the second squeezing. The device initially fires, but then fails to complete the firing cycle. Oozing bleeding occurred as a result of the issue. The surgeon stopped using the device and completed the case by manual suturing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the reload was pre-fired and engaged in interlock with the jaws open. The tissue reinforcement system (trs) material was properly anchored to the anvil and cartridge. The sutures were intact. There were staples protruding from proximal staple cartridge channel. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.